Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported receiving frequent e7 (electronic) errors on the infusion device for 2-3 months and the piston rod is very loud during retraction. The pt stated the infusion device does not properly display the e2 (battery depleted) error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.